Event description:
The user facility reported that the angio-seal device was used after the percutaneous coronary intervention (pci) and achieved hemostasis successfully. The patient's ankle brachial index (abi) after the procedure was approximately 0.7. The patient rested in bed for five hours after hemostasis. Two months later, the patient returned the hospital complaining of intermittent claudication and coldness of periphery. Ultrasonography and computed tomography (CT) imaging revealed vascular occlusion at the puncture site. Surgical endarterectomy was requested and performed. The removed substance was sent to pathology and is awaiting results. The removed substance appeared to be a mixture of thrombus and flabby substance. The patient is still hospitalized and recovering. The physician commented that angiography prior to the use of the angio-seal device confirmed that there was no stenosis in the vessel. The patient had a history of extracorporeal membrane oxygenation (ECMO) use several months prior to the pci procedure. It is probable that the puncture site for ECMO cannula may have scarred, and the vascular endothelium may have thickened. As a result, the anchor and collagen did not sandwich the vessel tightly and a thrombus may have formed in the gap, resulting in vessel occlusion. This event is more likely to be patient-induced than device-induced. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was unknown. The patient's condition was serious. Hemostasis was successfully achieved by the device. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Date of event: requested, unknown. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: implant date unknown. Explanted date: unknown due to unknown implant date. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed since there is no allegation against the device failure. It was stated that the likely cause could be related to the patient condition and not device induced. An exact root cause for the issue was unable to be determined. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.